Manufacturer narrative:
(B)(4). Records indicate the lead was retained by the explanting hospital. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited oversensing, and pacing inhibition. It was noted that r-waves had decreased to 1mv over time. The lead was explanted, and no additional adverse patient effects were reported.